Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) received the test strips involved with this complaint on (B)(6) 2011 and device evaluation was completed on (B)(6), 2011 by lfs product analysis (pa). The alleged issue was confirmed when testing with control solution during investigation. The test strips involved with this complaint were evaluated and er4 was observed with control solution testing. However, the patient did not return the meter as requested. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.